Event description:
It was reported that during an implant attempt, the patient suffered a ventricular perforation. The perforation was repaired and the pericardium was drained. It was also reported that the right ventricular [rv] lead was not capturing and good threshold measurements could not be obtained in multiple locations at 5v and 10v. The procedure was stopped twice as the patient became "hypotonic". The lead was removed and the patient was admitted to the intensive care unit. A competitor system was implanted at a later date. However, the patient became symptomatic again and the competitor system was explanted. When the patient is in better health another system will be implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was tissue on the helix, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and the lead was stretched. Analyst visual comments indicate the lead was received with the helix extended, bent and stretched out of specification.